Event description:
A patient presented for 1 month follow-up post-implantation on (B)(6) 2022. An x-ray showed migration of both leads. It was noted that the patient was implanted with medtronic injex anchors. The patient does not recall any falls or bending over the could cause the lead migration. Troubleshooting was attempted but unsuccessful due to lead migration, therefore the patient has mainly been in open loop.

Event description:
A patient presented for 1 month follow-up post-implantation on (B)(6) 2022. An x-ray showed migration of both leads. It was noted that the patient was implanted with medtronic injex anchors. The patient does not recall any falls or bending over the could cause the lead migration. Troubleshooting was attempted but unsuccessful due to lead migration, therefore the patient has mainly been in open loop. It was further reported a revision procedure took place on (B)(6) 2023. The leads were replaced to the original position at t8-t11. Device was not turned on post op and will be turned on at wound check appt on (B)(6) 2023.

Manufacturer narrative:
Updated information: section b1: changed from product problem to adverse event. Section b2: updated to required intervention to prevent permanent impairment/damage (devices). Section h1: changed from malfunction to serious injury.